Manufacturer narrative:
An examination of the components has indicated the presence of a well-defined wear patch and a wear stripe on the femoral head, in addition to three wear stripes on the acetabular cup.  These features imply that there may have been edge loading or component subluxation, elevating the stresses within the implant system. There is evidence that a fretting or galling process occurred at the interface between the stem taper and taper adaptor. The ultimate reason for revision of the components cannot be determined with the information provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. The device evaluation is being conducted by biomet UK. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to unknown reasons. The procedure was completed with competitor products. No further information has been provided.